Event description:
It was reported from the zimmer knee registry that the pt was revised due to instability. The info provided by the surgeon indicates that the devices revised were not related to the event.